Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: uterine cavity') in a female patient who had essure (batch no. 752414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and complication of device insertion ("the coil on the left side was mispositioned and had to be removed and reinserted"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed in 2018. At the time of the report, the device expulsion and complication of device insertion outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered complication of device insertion, device expulsion, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: right implant 4 coils, left implant 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded). The left essure device is a satisfactory position . The left fallopian tube is occluded. The right essure device is in a coiled configuration lying just outside the corneal region of the uterus where the fallopian tubes . It is not in the correct position. Satisfactory placement of left essure device. Left tubal occlusion. Malposition right essure device. Partial specification of the right fallopian tubes. Tubal occlusion is n assured. Most recent follow-up information incorporated above includes: on 02-apr-2020: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), malposition of essure device location of device: uterine cavity, pelvic pain" were added. Reporter information, patient demographics and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: uterine cavity') in a female patient who had essure (batch no. 752414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and complication of device insertion ("the coil on the left side was mispositioned and had to be removed and reinserted"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed in 2018. At the time of the report, the device expulsion and complication of device insertion outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered complication of device insertion, device expulsion, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: right implant 4 coils and left implant 5 coils . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded). The left essure device is a satisfactory position . The leftfallopian tube is occluded. The right essure device is in a coiled cosflaquaration lying just outside the corneal region of the uterus where the fallopian tubes . It is not in the correct position. Satisfactory placement of left essure device. Left tubal occlusion. Malposition right essure device. Partial specification of the right fallopian tubes. Tubal occlusion is n assured. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device location of device: uterine cavity') in an adult female patient who had essure (batch no. 752414) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine hydrochloride (prozac), ketorolac in 2012 and zolpidem tartrate (ambien). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and complication of device insertion ("the coil on the left side was mispositioned and had to be removed and reinserted"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed in 2018. At the time of the report, the device expulsion and complication of device insertion outcome was unknown and the vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered complication of device insertion, device expulsion, heavy menstrual bleeding and vaginal haemorrhage to be related to essure. The reporter commented: right implant 4 coils left implant 5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded). The left essure device is a satisfactory position . The leftfallopian tube is occluded. The right essure device is in a coiled cosflaquaration lying just outside the corneal region of the uterus where the fallopian tubes . It is not in the correct position. Satisfactory placement of left essure device. Left tubal occlusion. Malposition right essure device. Partial specification of the right fallopian tubes. Tubal occlusion is n assured. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2021: mr received. Reporter and concomitant drug were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.